Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 31.6 mmol/l. Customer's father also reported their insulin pump was not delivering insulin, therefore they had to revert to an insulin pen. The customer was treated with 6 units of insulin by the insulin pen. It was found the customer's blood glucose declined to 30.9 mmol/l at the end of the call. No additional information provided.